Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the e-100 to resolve the issue. The system was tested and verified as ready for use. Isi received the da vinci product involved with this complaint to perform failure analysis. The e-100 was analyzed, and failure analysis (fa) investigation was not able to replicate the customer reported complaint. The e-100 was installed onto the test system, and it worked as expected with a vessel sealer instrument installed. The complaint was not confirmed by failure analysis.

Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure, the e-100 generator power button was red. The customer had turned off the e-100 and were not using it. The procedure was completed with no report of patient injury.